Event description:
The pump was returned for investigation. Investigation revealed that the force sensor pins were found to be dislodged from the printed circuit board and the force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(4) /2012.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6 )2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the black box history revealed multiple"loss of prime" warnings with zero low force. The pump was returned for investigation. Investigation revealed that the force sensor pins were found to be dislodged from the printed circuit board. Unrelated to the complaint, evaluation revealed a faded/dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.